Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex that was heavily tortuous. Some resistance was felt during advancement of the 2.5x15 mm trek balloon catheter to the lesion. An attempt was made to inflate the balloon; however, it would not inflate. There was no leak noted in the shaft or the balloon. The balloon catheter was retracted from the patients anatomy without issue. Outside the patient, an attempt was made to inflate the balloon and it inflated to 7 atmospheres successfully. Additionally, during manipulation of the device for return the catheter shaft became heavily kinked. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed as a pinhole rupture was found in the balloon. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.